Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h3: analysis of the lead had shown that there were no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the lead was implanted and tested using the external neurostimulator (ens), it kept showing abnormal/high impedance at the electrode contact 2b. They tried to use a different testing cable but the result was the same. They changed to a new lead, which resolved the issue with all normal impedances.